Event description:
It was reported by a MFR sales rep that during a procedure on (B)(6) 2011, a customer stated that errors 212.11 and 216 were received from the laser system. Per the sales rep, the customer rebooted the laser and continued with the procedure. The procedure was completed with no problems. No pt injury was reported.